Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the illuminator suddenly turned off. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call, the customer pressed ¿recover fault¿ and used an external illuminator to continue with the procedure. The tse confirmed error 48238 in the logs indicating a communication error with the illuminator. The tse advised the customer to perform hard power cycle on the vision side cart (vsc) when clinically possible. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any error.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the illuminator suddenly turned off, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint during field evaluation. The fse initially replaced the defected illuminator. After the illuminator replacement, the issue persisted when system was tested. The fse identified a suspect lamp module and performed replaced this part as well. The system was re-tested, and the system operated without further issue. The information gathered indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿illuminator was suddenly off¿. The illuminator was tested on the printed circuit assembly (pca) test system. The illuminator was analyzed and found that the lamp could not be turned on and the fan did not spin. Further troubleshooting found one of the fuses of the illuminator was blown. Visual inspection also found the fan was dusty. The root cause of the reported issue is attribute to a component failure. The complaint regarding the illuminator was suddenly turned off was confirmed based on failure analysis, which indicated that the device did contribute to the customer reported issue.

Manufacturer narrative:
The illuminator was further tested. The unit failed due to a programming issue.

Event description:
Refer to h10/h11 for follow-up information.